Event description:
Olympus medical systems corp. (Omsc) was informed that during an uncertain endoscopic procedure the user successfully placed and tightened the loop over a polyp using the subject device; however, could not release the loop from the subject device because the control pipe of the device kinked within the handle. It was reported that the user successfully released the loop using a biopsy forceps after the user cut the insertion portion extended from the biopsy valve of the endoscope. The procedure was reportedly completed using another ligating device and there was no report of pt injury regarding this report.

Manufacturer narrative:
Omsc followed up with the user facility to obtain more detailed info. It was reported that the facility tried to tighten or loosen the loop wile the loop and coil sheath were not extended from the tube sheath. The subject device was returned to omsc for eval. The eval confirmed that the control pipe bent and broke within the handle and the tube sheath was kinked near the handle. Omsc reviewed the mfg records of the subject device and confirmed that there was no irregularity. The control pump is supposed to be broken because the user forcibly tried to operate the handle of the device while the loop was not extended from the tube sheath or the tube sheath bent tightly. The hx-400u-30 instruction manual already states; warnings: when removing the hook from the loop, confirm on the endoscope image that the coil sheath is extended from the tube sheath. Otherwise, the loop may get stuck inside the instrument. This report is being submitted as a medical device report in an abundance of caution.